Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/30/2023. An investigation was conducted on 05/31/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device as well as on the seal. The white plunger was fully depressed and the blue safety lock was off which allows the white plunger to be depressed. The seal was in a fully opened deployed state, but remained partially inside the delivery tube. There were no visual defects observed on the seal. A mechanical evaluation was conducted. The intact seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. No measurements of the delivery device were taken due to the presence of blood on the delivery device as well as the seal, which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot #3000310938 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, the hst iii system (3.8mm) failed to deploy. No patient injury was reported.